Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device and unknown right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was indicated the patient would be brought in for further review. No adverse patient effects were reported.